Event description:
It was reported that a user experienced recurrent nighttime hypoglycemia and a measured blood glucose of 57 mg/dl while using the ilet bionic pancreas, sought guidance regarding activity-related lows, and reported pausing insulin during activity and treating the low with oral glucose. Customer care provided support that included a clinical review of the event details and user-reported actions. Investigation of this case revealed no device alarms or malfunctions reported and no device component concerns observed based on the available information. No clinical symptoms associated with hypoglycemia reported. Outcomes included user self-treatment with oral carbohydrate without hospitalization or emergency care reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.